Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator (epg) displayed an error code at power up. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; error code displayed. Analysis also found the wires were pinched and exposed on the display. The display frame, three display grommets, three display screws, keypad flex, encoder assembly flex, two encoder nuts, three case screws, encoder nuts, ring screw and three main pcb (printed circuit board) screws were contaminated. Main pcb was corroded. The upper and lower cases were broken and contaminated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.